Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 improper or incorrect procedure or method - failure to follow steps / instructions.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device using a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, after successful deployment, the suture broke while pulling the blue rail suture due to jerky motion. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. The instructions for use (IFU) deviation contributed to the reported issue. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.